Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading at time of incident was 30 mg/dl which was treated with peanut butter. Other blood glucose readings were 46 mg/dl, 34 mg/dl, 47 mg/dl, 50 mg/dl and 30 mg/dl. The customer was assisted with troubleshooting for low blood glucose. Customer stated that retainer ring was came off. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was not active at time of low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer did not allege insulin pump was over delivering. Insulin was dripping from end of infusion set before connecting at their site. The device will not be returned for analysis.